Event description:
Procedure type: nephrectomy. According to the reporter: when the surgeon was attempting to use the multifire egia instrument to transect the renal vein, the cartridge did not fire perfectly. The problem was that distal part of the staple did not make a b formation. The staples just poked the distal part of the vein. As a result, the vein was torn. The damage was corrected by using another cartridge (30-2.5mm). There was no bleeding reported in excess of 500cc. No reinforcement material was used. The surgery was extended by more than 30 minutes due to the conversion to open surgery.

Manufacturer narrative:
(B)(4).